Event description:
Male patient, who has cerebral palsy and spasticity and has failed medications. He has had an intrathecal pump for years, last replaced five years ago. He went into baclofen withdrawal. The provider could not aspirate from the catheter access port to do a dye study. The patient was taken to the or and had the intrathecal pump replaced due to a pump malfunction.